Event description:
It was reported via melrin.net that corvue monitoring showed acute elevation of lead impedance. In-clinic the lead impedance was normal and within range. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. . A partial lead with the connector pin measuring 23.4cm was returned for analysis. External insulation abrasion was noted at 14.4-14.6cm and 15.6-16.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.